Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code. Data analysis confirmed the code was displayed due to magnet application related to a recent non-device related procedure. Boston scientific technical services (ts) discussed the code could be reset. No adverse patient effects were reported.